Event description:
During the scheduled ptca and stenting of left renal artery, fluoroscopy revealed evidence of calcifications in the distributions of both iliac arteries and calcium seen in the distribution of the normal abdominal aorta and renal arteries. Selective angiography revealed approx 70% mid left renal artery calcified stenosis. Following the insertion of the 6-fr guiding catheter, a short guiding catheter was placed in the ostium of the left renal artery and the vessel was crossed with a bmw wire. Subsequently, the vessel was dilated with a coronary 5.0 x 15 mm nc trek balloon. An attempt was them made to deliver the medtronic racer biliary stent (6.0x 18). The stent was unable to cross the lesion and the stent was noted to come off the balloon catheter upon removal from the patient. An angiogram was performed and the stent was noted to be located in the aorta. Following multiple attempts with a snare, the md was able to grasp the stent and remove the snare and the stent intact. No injury to the patient was noted.